Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. Functional testing of the returned device confirms that the torque limiter doesn't fasten the screw. The device was manufactured in 2013. According to clinical/medical investigation, this case reports the torque limiter did not fasten the last of 7 screws. Per email communication, the last screw was fastened without use of the device. There was no patient injury, and the procedure was completed with a minimal delay. No further clinical assessment is warranted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that, during surgery, the device didn't work when fastening the last screw out of 7 screws. The other 6 screws fastened with the device before the event happen. The procedure finished without the device; the last screw was fasted without the device (change in surgical technique). No injury was reported and there was a 3 min delay.